Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic video-assisted thoracoscopic surgery (vats), during the resection of a vessel, the relo ad was only able to place the first staplers and did not trigger anymore. It was also noted that the jaws of the device locked on the tissue but could be opened and removed by using the handle. A different reload and handle was used to fix the staple line and complete the case. There was no patient injury.